Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cystonephrofiberscope was returned to the service center with a report of water leakage. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, sticky eyepiece and chipped adhesive on the bending section cover were found to be most likely due to a degradation issue identified resulting in component failure. There was no patient involvement.